Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The valve was dislodged (fell off) and air was drawn from the sample port. During the use of vizigo, the valve fell off and air was drawn from the sample port. This occurred 15 minutes since the vizigo was used. The issue was resolved by changing the sheath to another one. There was no air contamination in patients and no effect on patients. The procedure was completed without patient's consequence. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve did not become detached from the sheath. The sheath was not being used on the patient. No blood return. Hemostatic valve separation is MDR-reportable. Air flow into side port is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 18-apr-2022, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The valve was dislodged (fell off) and air was drawn from the sample port. During the use of vizigo, the valve fell off and air was drawn from the sample port. This occurred 15 minutes since the vizigo was used. The issue was resolved by changing the sheath to another one. There was no air contamination in patients and no effect on patients. The procedure was completed without patient's consequence. Device evaluation details: visual analysis of the returned sheath revealed that the hemostatic valve was not found on the hub component nor inside the sheath. A device history record review was performed for the finished device 00001836 number, and no internal actions related to the complaint were found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, the hemostatic valve could have been detached due to the dilator being wrongly introduced; however, this could not be conclusively determined since the valve was not returned for analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).